Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated visually and functionally. Visual observations showed the needle was on the applier with both implants attached. The gray trigger when tested was not under tension from the internal spring as would be typical with the main pusher rod jammed under the 1st implant. There the failure mode can be confirmed, and it can be concluded that the jamming of the applier was related to the main pusher rod (grey trigger). The 1st implant was able to be freed from the jammed condition, returning the pusher rod to its original position and returning tension to the grey trigger and the needle was freed from the applier. It was observed that the main pusher was bent due to jamming under the implant. The needle was reassembled with the implants and silicone, loaded onto the applier and deployed successfully. Thus the failure mode was confirmed, however, the returned applier or needle could not be confirmed as the root cause of this complaint. A batch review was unavailable to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported gun did not work during surgery. It did not fire the implant in the meniscus. They took a new gun and new implant to finalize the operation. Please see also medwatch reports 1221934-2018-50724 and 1221934-2018-50725.